Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, damaged dso seal. Functional test was performed. The device shows 41100 error. Primary problem with defective pwa. The pwa was replaced, and functional and delivery tests performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device has ¿error 41100 2703 003¿. There was unknown patient involvement and unknown patient harm/adverse event reported.